Event description:
The customer reported to olympus, the distal end was damaged on the evis exera ill colonovideoscope. The issue was found during preparation for use. During the evaluation of the device, it was noted the bending sheath cover was broken/torn/ruptured and metal was protruding. No patient harm reported. This report is to capture the reportable malfunction of a broken/torn/ruptured/metal protruding of the bending sheath cover noted at estimation.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The bending section was squashed. Additionally, during the scope check, there was a blocked channel with plugs and a biopsy leak. The rubber had a cut/hole causing a leak. The glue was peeling. The light guide tube was buckled. The control knob movement was loose. The objective lens had a minor chip and two light guide lens had minor chips. The insertion tube had shakiness and there were dents and scratches on the contact pins of the scope connector. There were also deep scratches on the plastic cover. The insulation required replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.